Manufacturer narrative:
An event regarding packaging damage involving simplex packaging was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the product was not returned or a photograph provided. Medical records received and evaluation: not performed as there was no patient involvement. Device history review: review of the batch manufacturing record indicates that this batch was manufactured and shipped to stock with no reported discrepancies. Complaint history review: review determined that there was one other similar reported event for the lot, trending has been performed under (B)(4). Conclusions: based on the information provided by the customer, some of the liquid ampoules within the shipper box were damaged during shipment. Based on the information provided, it appears that this product was damaged due to inappropriate handling during distribution/transportation. A CAPA trend analysis was conducted for the reported failure mode and concluded simplex packaging damage may result from other factors not necessarily related to the product.

Event description:
On (B)(4) customer requested 1 each of 6197-9-010, and received item. At some point in the shipping process at least one of the glass vials broke. There was not visible damage to the shipping box, or the cement packages, except for minor liquid staining on both.

Event description:
On order number (B)(4) customer requested 1 each of 6197-9-010, and received item. At some point in the shipping process at least one of the glass vials broke. There was not visible damage to the shipping box, or the cement packages, except for minor liquid staining on both.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.